Manufacturer narrative:
Device eval in progress. A f/u report will be submitted upon completion.

Event description:
It was reported that the tip of the driver fractured and stuck in the head of the screw. As a result, the screw was removed from the pt and another screw was implanted using an alternate driver, both of which were readily available. A slight delay of no more than (2) mins resulted.